Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked from the threads to the case seal. There was evidence of moisture contamination observed inside the battery compartment. A leak test was performed and revealed a leak in a battery compartment crack.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment after exposure to water. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.